Event description:
It was reported that the patient underwent an ipg replacement procedure so can have an MRI compatible and not charging. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure so can have an MRI compatible and not charging. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility. Additional information was received that the patient does not have issues with charging and the reason for ipg replacement was due to MRI.